Event description:
Noise on rv lead following each rv event. Impedance steadily declined from 643 ohms at implant to 341 now. No adverse patient side effects have been reported. This system still remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.